Event description:
As reported, the stent of a 8x80 smart control self-expanding stent (ses) did not open. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: the device was received in 2 pieces.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3. Upon further investigation, it was confirmed that the separation did not occur during patient use. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This complaint is no longer consider reportable.

Event description:
As reported, the stent of a 8x80 smart control self-expanding stent (ses) did not open. There was no reported patient injury. The device was not broken during patient use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.